Event description:
The side arm popped off near the insertion into the sheath during a vigorous injection. It did not look like there was any tear, but rather a slippage of the tubing from the sheath. The physician reattached the side arm to keep the sheath from leaking and then did not do any more injections for the rest of the case. At the end of the procedure, they exchanged for a fresh sheath since the pt was going back to the room while waiting for the anticoagulation to wear off.